Event description:
The client requested assistance in creating a new report layout. During the course of testing, the client noticed that the incorrect reference ranges were being assigned to tests. During scc's investigation it was discovered that an obsolete variable related to reference ranges was copied into the client's newly customized report layout. This problem can lead to incorrect reference ranges being applied to the pt report. The problem was not with the software, but with the manual copying of an older report layout variable into the newly customized layout which overwrote the correct variable with the obsolete variable.